Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the balloon burst during the case. Another device was used to complete the procedure. No additional bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).